Event description:
Info provided indicated that the head section was stuck in the low position. No injury reported.

Manufacturer narrative:
Technician - bed found in storage with the head section stuck in the low position. Replaced the effective hydraulic valve to resolve this issue.